Event description:
The patient was admitted to the ICU with a high blood glucose level of 511 mg/dl. The pod was worn on the abdomen longer than 48 hours. Despite administering an 18-unit bolus, the blood glucose level dropped slightly to 487 mg/dl. Although initial evaluation suggested the pod was functioning properly, the lack of insulin response led to its removal. An attempt to activate a new pod failed due to connectivity issues, after 12 hours of unsuccessful troubleshooting, efforts to use a new pod were discontinued. The patient received two insulin injections during this time, and a replacement pod was eventually provided by his son. The original pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.